Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the coil was not delivered to the target position and during half of coil deployment, the coil detached prematurely and could not be advanced further. Consequently, both the microcatheter and the coil were withdrawn together. The procedure was completed following replacement with the same model. No injury to the patient.

Manufacturer narrative:
The investigation of the returned coil system found the pusher hypotube kinked at the distal section, and the implant kinked/damaged, deformed, stretched at the proximal end and separated from the pusher with the monofilament exposed; however, no indications of thermal activation using a detachment controller was found on the pusher heater coil. The exposed monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher and implant damage, but the damage is consistent with the device experiencing forces exceeding the pusher and implant's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h11